Manufacturer narrative:
Device is combination product.

Event description:
(B)(4) clinical study (diabetic arm). It was reported that in-stent restenosis (isr) and myocardial infarction (mi) occurred. In (B)(6) 2013, the patient presented with unstable angina (braunwald classification - iib) and was referred for cardiac catheterization. The target lesion was located in the right posterior descending artery (r-pda) with 80% stenosis and was 4 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with direct placement of a 2.50 x 12 mm study stent. Following post-dilatation, there was 0% residual stenosis. On the next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient presented with chest pain and was hospitalized for further management. Lab investigations revealed elevated troponin and electrocardiography revealed inferior injury. The patient was diagnosed with non-st mi. Cardiac catheterization revealed 100% occlusion in the posterior lateral branch which was treated with placement of a 3.0 x 22mm non bsc drug elution stent. Post procedure there was 0% residual stenosis with timi 3 flow. One day post procedure, lab investigations revealed troponin I to be elevated. The subject was diagnosed with dizziness and bradycardia and metoprolol was discontinued. Three days later, the patient was discharged in stable condition.